Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: all are surgical problems in a sterile environment.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an anterior cruciate ligament procedure, foreign matter was noted upon opening the rgdloop adjustable stnd device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a photo and the device were provided to depuy synthes for evaluation. Visual inspection of the returned photo and device found a particle residue in the packing card. No other anomalies could be observed. The manufacturer performed an investigation with the following results: the photo shows a foreign matter in the printed card. Manufacturing procedure has the instructions for the placement of the product in the printed card. The in-process inspection must be performed as follows: ¿take a sample of nine (9) in-process parts prior to the sealing stage. These samples must be taken randomly from the whole lot. The lot is accepted if no defects are observed on the samples taken (c=0)¿. The condition of foreign matter was reviewed in pfmea¿s procedures and defect is not included as part of the procedure. No CAPA¿s or nr¿s have been found related to the defect reported in this complaint. The investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to foreign matters. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. The root cause of the reported foreign matter could not be determined due to insufficient objective evidence. The bounding is limited to reported batch because the received complaint and the risk assessment demonstrate that there is no other quality events related to this type of defect. Based on the information presented under this investigation, it is confirmed that manufacturing process has established validated procedures which are designed to prevent and detect this defect. Based on the information available, the foreign material observed in the photograph of complaint cannot be conclusively identified. The device was forwarded to the analytical laboratory for a chemical composition analysis. The analysis confirmed that the particle is considered originated from or be closely related to the device packaging; however, the specific source location or mechanism of material detachment cannot be conclusively determined. The overall complaint was not confirmed as the observed condition of the rgdloop adjustable stnd would have not contributed to the complained device issue. Based on the investigation findings, the potential root cause for the particle found could be traced to the device packaging handling by the customer during the procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities., there was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.